Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture was reported to be related to patient conditions (huge prolapse). Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to patient anatomy. Unspecified tissue injury appears to be due to a combination of patient conditions (thin and fragile leaflets) and procedural conditions associated with leaflet capture. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, huge prolapse, and thin and fragile posterior leaflet. A mitraclip ntw was inserted and deployed on the mitral valve. A second mitraclip ntw was then inserted. However, difficulties visualizing the clip and difficulties capturing the leaflets occurred. After several attempts to capture the leaflets, a chordae rupture was observed. Therefore, the clip was removed from the patient and the procedure was discontinued. The mr was reduced to a grade of 3. There was no clinically significant delay in the procedure.